Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation the most probable cause of the malfunction is an expected or random component failure, with no evidence of design or manufacturing issues should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed that during the device evaluation the gastrointestinal videoscope exhibited noise and flickering image. There was no patient involvement.